Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. The analyst noted that the is-1 leads were inserted into atrial and ventricular bores, setscrews were tightened to one click on a medtronic torque wrench, and the leads were held securely.

Event description:
It was reported that during an implant attempt, after the pocket was closed, "inhibition of pacing" was observed due to noise. The pocket was reopened and the lead connections and setscrews were observed to be intact with no abnormalities. The leads were measured with an analyzer and tested within normal range. The decision was made to replace the implantable pulse generator (ipg). The patient reported feeling dizzy. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.